Event description:
Non - serialized a/c charging power cord caught pt's carpet on fire. Cord was plugged into the wall outlet. Other end was lying on carpet. Pt smelled something burning / smoldering and when investigated, found half dollar sized burning area in her carpeting with end of power cord also burned. Enclosed pictures of burnt power cord x2, complete portable concentrator, and picture of burnt carpet. Ac power cord was only plugged into the electrical wall outlet and not the concentrator. The power cord is the cord that comes with the unit that pt was using. Although the ac power supply cords are not individually serialized, the product number is xyc 103. The power cord that was given to the pt that day was new, out of the package and had not previously been used. Diagnosis or reason for use: oxygen use. Is the product compounded? No; is the product over-the-counter? No. Event abated after use stopped or dose reduced? Yes.